Manufacturer narrative:
E.1. Initial reporter state: (B)(6) a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door had failed, entire tower was down and then impacted on user's workflows. A technical support specialist proceeded to close the case since no further issues were reported after 24 hours.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where tower door 2 had hardware failure. The customer had performed a station reboot, but issue still persists. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.